Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 11:17 am she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows at 12:45 pm the pod was deactivated and he realized the cannula was lightly bent.